Event description:
The account reported a break or a tear in the catheter near the proximal end. The account reported that the discovery occurred during preparation and had no patient involvement. However, at a later date once the product was returned, merit discovered blood on and in the catheter which leads to the conclusion that it was used in a procedure.